Manufacturer narrative:
A2 - age at time of event: 75 years old at the time of study enrollment. A4 - weight: 64.6 kg.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into a study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 90 mm length and 99% stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0%. The target lesion was treated with 5 mm x 120 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0%. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, restenosis occurred in the target lesion and percutaneous transluminal angioplasty (pta) was performed. The issue was resolved on the same day.